Manufacturer narrative:
The device was not returned to edwards for evaluation. Attempts to retrieve the device is in process. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Through edwards implant patient registry and receipt of medical records, it was learned a 33mm 7300tfx mitral valve implanted in the aortic position was explanted after implant duration of seven (7) years, one (1) month, due to severe aortic insufficiency. The explanted device was replaced with a 25mm 11500a aortic valve. Patient post-operative status noted as in recovery. Per medical records, patient presented with acute on chronic heart failure. Patient was found to have severe bioprosthetic aortic insufficiency. Patient underwent re-do aortic valve replaced with 25mm 11500a within previous homograft. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional customer complaint. The information reported may or may not be related to the edwards device.

Manufacturer narrative:
The device history record was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. The most likely cause is patient factors, including a history of hyperlipidemia, coronary artery disease, cabgx2 and non-insulin dependent diabetes.